Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported that cortical bone loss was lost during site preparation and implant had lack of primary stability at tooth site 46. The procedure was not concluded by placing another implant.